Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms noted during testing. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and a no delivery alarm that was recurring. The customer's blood glucose was 409 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.